Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00198, and 3005099803-2013-00056 address these devices. It was reported to boston scientific corporation that a wallflex enteral colonic stent system and a dreamwire guidewire were used during a sigmoid colon stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for stent placement was to dilate a stricture in the sigmoid colon due to metastatic colon cancer. The patient had two lesions; one was 3-4 cm on the anal side and the other was 2-3 cm on the other side of the sigmoid colon. Reportedly, the patient was terminally ill and in bad condition. As the patient was unable to undergo surgery or radiation therapy, stent placement was selected. During the procedure, the stent was advanced over the dreamwire into the target anatomy. After the stent placement was completed, carbon dioxide air was supplied to the patient and the stent started dilating due to normal expansion; however, the patient seemed to experience pain. No treatment was provided for the pain. The physician reported that it took some maneuvering during stent placement and it is a possibility that the edge of the stent got stuck in the tortuous anatomy. The procedure was completed using the same wallflex enteral colonic stent system and dreamwire guidewire. On december 16, 2012 a perforation was confirmed via CT scan and the increasing value of c-reactive protein. After following up with the patient, the condition of the patient turned worse and the patient passed away on december 16, 2012. In the physician's assessment, the cause of death was peritonitis due to a perforation. In the physician¿s assessment, it is possible that the perforation might have been caused by the stent or during manipulations of the guidewire. Additionally, the physician commented that some kind of treatment should have been taken when the patient complained of pain. No autopsy report is available.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00198, and 3005099803-2013-00056 address these devices. It was reported to boston scientific corporation that a wallflex enteral colonic stent system and a dreamwire guidewire were used during a sigmoid colon stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for stent placement was to dilate a stricture in the sigmoid colon due to metastatic colon cancer. The patient had two lesions; one was 3-4 cm on the anal side and the other was 2-3 cm on the other side of the sigmoid colon. Reportedly, the patient was terminally ill and in bad condition. As the patient was unable to undergo surgery or radiation therapy, stent placement was selected. During the procedure, the stent was advanced over the dreamwire into the target anatomy. After the stent placement was completed, carbon dioxide air was supplied to the patient and the stent started dilating due to normal expansion; however, the patient seemed to experience pain. No treatment was provided for the pain. The physician reported that it took some maneuvering during stent placement and it is a possibility that the edge of the stent got stuck in the tortuous anatomy. The procedure was completed using the same wallflex enteral colonic stent system and dreamwire guidewire. On (B)(6) 2012 a perforation was confirmed via CT scan and the increasing value of c-reactive protein. After following up with the patient, the condition of the patient turned worse and the patient passed away on (B)(6) 2012. In the physician's assessment, the cause of death was peritonitis due to a perforation. In the physician's assessment, it is possible that the perforation might have been caused by the stent or during manipulations of the guidewire. Additionally, the physician commented that some kind of treatment should have been taken when the patient complained of pain. No autopsy report is available.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Pain, perforation, peritonitis and death are listed in the dfu for this product as potential adverse events associated with the use of this device; therefore, based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.